Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was electively explanted. There were no allegations or complaints against the device at the time of explant.